Event description:
It was reported that the patient had a pump update in 2009 to 2.2mg/day and 50mg/day of an unknown drug combination. At about 2 days later, the patient was admitted to the ICU with overdose-type symptoms that included respiratory depression. The patient was given narcan. The patient's managing physician was contacted and requested that the pump be turned off. The treating physician programmed the pump to off. Additional information has been requested, a follow-up report will be sent if additional information becomes available.